Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was unknown. The event was manifested by fever and abdominal pain. On an unknown date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for cloudy effluent. After six days of hospitalization, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Despite transfer to hemodialysis therapy and adequate antibiotic treatment, abdominal symptoms and fever persisted (duration not reported). On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.